Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as red/itching. The patient¿s caregiver gave the patient oral medication for the skin irritation. There was no alleged device malfunction contributing to the irritation. Patient reported that the irritation is getting better.